Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted. Customer reverted to alternate therapy.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.